Event description:
Customer reported vertical column will not go down. No injury to pt was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty vertical lift power supply. System operates as intended.